Manufacturer narrative:
(B)(4). The reported issue of iipv (increased intra-peritoneal volume) was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain and use error: tidal ultrafiltration removal set too low. A review of the device's service history record was performed and no issues were identified that may have contributed to the iipv. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report waking up feeling ill and cramping on the homechoice (hc) device during dwell 4/6. The technical service representative (tsr) bypassed the home patient (hp) to drain 4. The drain volume (dv) was 2250ml. Then they manually drained. The manual drain volume (mdv) was 2098 ml. The fill volume (fv) was 2600ml. This drain volume meets overfill criteria. Follow up with the patient revealed that the symptoms of feeling full and cramping were relieved after performing a manual drain. The patient stated that he was doing well on the new cycler and there was no medical intervention or injury associated with this report.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.